Event description:
A report was received that the pt underwent a pocket revision due to pain. The pt is thin, causing the battery to have migrated midline. The physician revised the pocket site successfully. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.